Event description:
The patient claimed that all buttons required several presses to activate the desired pump functions. The keypad is reportedly intact. There was no adverse event associate with this complaint. The pump was replaced.

Manufacturer narrative:
The pump has been returned to animas for evaluation. Evaluation is not complete, once evaluation is complete a supplemental will be sent. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.

Manufacturer narrative:
(B)(4). Device evaluation: the pump has been returned and evaluated by product analysis on (B)(4) 2012 with the following findings: no visible damage was observed to the keypad. The up and backlight buttons were found to be intermittently responding to presses. The keypad was removed and corrosion was observed under the button contacts.